Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8590-1, lot# n242539, implanted: (B)(6) 2010, product type: accessory. (B)(4).

Event description:
The patient was having an MRI that was not related to the pump or therapy, but the patient did state that they did not think the pump was working. They started thinking this two days prior to the report. The pump contained baclofen.